Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was placed at l2 secondary to prolonged immobilization due to pelvic and abdominal injuries. Approximately three and a half years post filter deployment, the filter was retrieved with a snare; however, one detached strut was retained. Attempts to snare the detached strut were unsuccessful. CT abdomen post retrieval showed a strut extending into the right retroperitoneum. The majority of the strut appears outside of the ivc. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date 03/2013); (manufacture date 03/2012). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter limb(s) detached. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Vena cava filter was placed at l2 secondary to prolonged immobilization due to pelvic and abdominal injuries. Approximately three and a half years post filter deployment, the filter was retrieved with a snare; however, one detached strut was retained. Attempts to snare the detached strut were unsuccessful. CT abdomen post retrieval showed a strut extending into the right retroperitoneum. The majority of the strut appears outside of the ivc. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years and six months post deployment, the filter was retrieved with 18-30 en snare; however, one strut fractured and was retained. CT abdomen post retrieval showed a strut extending into the right retroperitoneum with the majority of the strut appearing outside of the ivc. Therefore, the investigation is confirmed for limb detachment and perforation of the ivc.based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date 03/2013), (manufacture date 03/2012), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter limb(s) detached. The device was removed percutaneously. The status of the patient is unknown.